Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The 2 way solenoid valve was replaced. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, there was no flow from the alternate oxygen mode. There was no report of patient involvement.